Manufacturer narrative:
(B)(4). Photographic analysis: upon visual inspection of the picture, the tyvek appears to be damaged on one of the sides of the package. However, no conclusion could be reached as the device was not returned for analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic colon procedure, sterile package was broken. The nurse opened the outer package and found that the sterile package was broken. For the sake of safety, another like device was used to complete the procedure. There were no adverse consequences for the patient reported.